Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy fluid. The cause of peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with amikacin injection (250mg, intraperitoneal, ongoing), ceftazidime injection (1gm, intraperitoneal, ongoing) for peritonitis. A day after the event onset, the patient was treated with vancomycin injection (1gm, every 4th day, ongoing) and fortum injection (1gm, once a day, ongoing) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.